Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 20498265.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and paddle lead were not returned. No further information has been obtained despite good faith efforts.